Event description:
The customer reported that the sys displayed a stator not on error message and would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable was replaced and the generator was calibrated. The sys was then found to be operating as intended.